Event description:
It was reported to medtronic minimed that the insulin pump was cracked and there was nothing to attach the belt clip. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and pump rails were found missing. No harm requiring medical intervention was reported. The customer discontinued the use of the device. Mmt-1884l was requested and it was returned.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, pillowing keypad overlay, stained keypad overlay, cracked case (battery tube), and partially broken retainer ring. Cosmetic damage was confirmed at retainer ring during analysis. No damage to belt clip rails noted. However, cosmetic damage was noted at battery compartment during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.